Event description:
It was reported that the rv pacing lead impedance and sensing amplitudes had decreased. Noise was observed on the egm. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.